Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during device preparation prior to procedure, the helix would not extend. As a result, the physician elected to use a new lead instead. The patient was stable.